Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 39 indicating an insulin shaft encoder failure, and despite restarts and a factory reset the device showed an unable to proceed alert during rewind, leading to failure to infuse and transition to backup therapy; the affected component was the plunger. Symptoms included hyperglycemia with a highest reported glucose of 300 mg/dl and no clinical signs, symptoms, or conditions otherwise reported. Outcomes included no health consequences or impact and no need for medical intervention. The device was returned for investigation. Preliminary investigation of this case revealed an electrical or electronic component problem associated with the insulin delivery mechanism and plunger that resulted in failure to infuse. The interior of the device was found with corrosion. It is likely that liquid had entered the device due to the display assembly separating and caused damage to the motor circuit. The complaint was duplicated and determined to be caused by the display separating from the housing and allowing liquid to enter the device.